Manufacturer narrative:
Product investigation summary: one (1) 2.8mm percutaneous drill bit (part: 324.214 / lot: 9536456) was received for evaluation. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The complaint condition is confirmed. The 2.8mm percutaneous drill bit (324.214) is a common trauma instrument noted in eleven (11) system technique guides including: 3.5mm va-lcp proximal tibia plate, 3.5mm lcp medial proximal tibia plate, and 3.5mm lcp periarticular proximal humerus plate. In each instance, the bit is utilized for predrilling prior to screw insertion. The device was inspected and a portion measuring about 8.73mm (per drawing) has broken off from the distal tip of the drill. The portion was not returned. The balance of the device shows some wear and tear. A review of the current design for the top level drawing for the instrument was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The drill bit coming in contact with an already implanted screw (as per the complaint description) along with off-axis drilling likely led to complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.8mm percutaneous drill bit broke during an initial procedure on (B)(6) 2016. The drill bit was reportedly hitting a screw and ultimately broke inside of the patient. The surgeon decided to leave the bit in situ. The procedure was completed without delay. The patient's post-operative status is unknown. Concomitant device(s) reported: screw (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).